Event description:
On (B)(6) 2013, the pt underwent endovascular aortic repair with a system of gore excluder aaa endoprostheses. Prior to the procedure, it was noted that the pt's vasculature had mild to moderate calcification. During the procedure, the physician advanced an aortic extender component ((B)(4)) through a 16 fr st jude introducer sheath. The physician was reportedly not satisfied with the positioning of the device, and decided he would withdraw the device and access the other side. Upon withdrawal, the device was caught on the edge of the sheath. The physician was eventually able to pull the device back through the sheath; however, according to the report, there appeared to be olive separation at the leading end of the delivery catheter. The device was set aside in favor of a new device of the same size. The procedure was completed without any further complications, and the pt tolerated the procedure. The physician indicated that the 16 fr sheath selected was too small for passage of the device. The device in question was discarded at the facility.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.